Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:00877503203, lot number:unknown, brand name: biolox head. Catalog number:00875705400, lot number:64447909, brand name: acetabular shell. Catalog number:0106010003, lot number:3008040, brand name: avenir stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced dislocation approximately 19 days post implantation. Subsequently, the patient underwent a revision surgery due to dislocation the next day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Photographs of the explanted products were provided. Visual review identified scratches and scuffing on the rim of the liner and shell, that occurred most probably during the removal process. No further evaluation could be performed with the images provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.